Manufacturer narrative:
Upon retrospective review, this issue was determined to be a MDR.

Event description:
Merge eye station is an image capture software and digital interface for use in conjunction with existing ophthalmic fundus cameras to take images of the eye. It performs fluorescein angiography, red free and color, icg still-image photography and video imaging. On (B)(6) 2013 a customer reported that the merge eye station system had a blue screen and shut itself down. Merge support was able to swap out the malfunctioning workstation with a new one. It was tested and verified for proper image capturing and the workstation passed all diagnostics. This issue may lead to a delay in patient treatment, diagnosis and/or loss of patient data. There was no report of patient injury or illness. Reference#: (B)(4).